Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response and button error alarm. We were unable to verify the root cause. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, keypad anomaly and hospitalization. Customer's blood glucose level was 450 mg/dl. Customer experienced both low blood glucose and high blood glucose. Customer went to the hospital due to high blood glucose levels and diabetic ketoacidosis. Customer was placed on insulin drip and they were wearing the insulin pump at the time of hospitalization. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed the displacement accuracy test.